Event description:
Reportedly, the instruments's jaws would not open to release the tissue after it was clamped placed on the tissue. Therefore, a formal laparotomy, was performed to remove the instrument and complete the procedure without further incident. Procedure: laparoscopy patient status: no patient injury reported.